Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the glenosphere distractor could not be pushed through and therefore could not be triggered.